Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced discomfort as he feels that he is sitting in the pump. In addition, the patient stated that he is unable to properly inflate or deflate the device due to difficulties manipulating the pump and reports the ipp not being rigid and long enough. A physician evaluated the ipp and noted that it was working properly; however, a replacement surgery was scheduled. No additional information was reported.